Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins). It was reported that patient was told the first ins would last 9 years but only lasted just under 2, then had to be replaced. No symptoms and no further complications were reported.